Event description:
It was reported that a 25mm amplatzer cribriform occluder was selected for an implant on (B)(6) 2022. During the procedure the device assumed a non-regular shape (rounded in its distal end) such as not to allow its correct positioning. The device was removed from the patient prior to release from the delivery cable. There was no interaction with cardiac structures during deployment and no angulation or kink noticed in the delivery system. It is unknown if there was a device implanted. The patient remained hemodynamically stable throughout the procedure and no clinical significant delay was reported. No patient consequences were reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a

Manufacturer narrative:
An event of device deformation was reported. One image was received from the field appeared to show an occluder with both discs in a bulbous conformation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.